Event description:
A customer received 24 questionable sodium patient results. Three of the sodium results were discrepant. The patient samples had been repeated on the same cobas integra 800 clinical chemistry analyzer. Patient 1, initial sodium result was 132 mmol/l. The same sample repeated gave 138 mmol/l. Patient 2, initial sodium result was 127 mmol/l. The same sample repeated gave 137 mmol/l. Patient 3, initial sodium result was 132 mmol/l. The same sample repeated gave 141 mmol/l. The patients were not harmed, none of the erroneous sodium results were reported outside the laboratory. The sodium electrode lot number was not provided. The field service representative could not confirm the cause of the discrepancies but he noted the sample probes and mix tower were very dirty. He cleaned the probes and replaced the mix tower. The field service representative also performed electrode service. Performance tests were performed to verify proper analyzer operation.